Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure, there was a small amount of bleeding that would not stop. Vascular surgeons were called to assess the wound. It was believed that the patient's muscle may have been nicked with diathermy pen causing the bleeding. The vascular surgeons repaired the bleed site and the procedure was completed without further incident.